Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint is confirmed. Visual evaluation of impactor pad shows signs of repeated use (nicked or gouged) and it was fractured. Fractured impactor pads were further analyzed and revealed fracture is related to overload failure or low cycle fatigue culminating in overload failure. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon final impacting of the femoral component, the impact pad fractured. The procedure was completed without further incidents or delays.